Event description:
It was reported through the results of the clinical trial that approximately eight months and nineteen days later post stent placement procedure, the subject had an adverse event of restenosis of superficial femoral artery and stent fracture. It was further reported that the adverse event were causal related to the study device and study procedure. Reportedly, re-intervention was performed on the target lesion instent restenosis and a cutting/scoring balloon was used for re-intervention. Furthermore, approximately four years six months and nine days later post stent placement procedure, the subject had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, the adverse event relationship was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that eight months and nineteen days post a stent placement procedure, the subject allegedly had an adverse event of restenosis of superficial femoral artery and stent fracture. It was further reported that the adverse event was causal related to the study device and study procedure. Reportedly, re-intervention was performed on the target lesion instent restenosis, and a cutting/scoring balloon was used for re-intervention. Furthermore, four years, six months and nine days post a stent placement procedure, the subject allegedly had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, the adverse event relationship was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that sometime later post stent placement procedure, the subject had an adverse event of restenosis of superficial femoral artery and stent fracture. It was further reported that the adverse event were causal related to the study device and study procedure. Reportedly, re-intervention was performed on the target lesion instent restenosis and a cutting/scoring balloon was used for re-intervention. Furthermore, sometime later post stent placement procedure, the subject had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, the adverse event relationship was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately eight months and nineteen days later post stent placement procedure, the subject had an adverse event of restenosis of superficial femoral artery. It was further reported that the adverse event were causal related to the study device and study procedure. Reportedly, re-intervention was performed on the target lesion instent restenosis and a cutting/scoring balloon was used for re-intervention. Furthermore, approximately four years six months and nine days later post stent placement procedure, the subject had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, the adverse event relationship was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.